Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patientunderwent a l4-l5 posterior spinal fusion surgery using rhbmp-2/acs with instrumentation and autograft. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnosis: foraminal stenosis l4-5 on left with mechanical instability at l4-5. Patient underwent the following procedures: l4-5 laminectomy and facetectomy on left at l4-5. Posterior spinal fusion l4-5. Segmental spinal instrumentation l4-5 using ebi spine link system. Harvesting of right iliac graft. As per-op notes: at l4-5, exposed transverse processes were decorticated. Bmp was placed directly over spinous processes followed by autologous bone graft and graft extender. Bone was tamped into position with sponges.